Manufacturer narrative:
The device evaluation was completed on 10/24/2020. It was reported that a 38-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Transseptal puncture was performed during the case. While delivering the first ablation lesion close to the right ventricle outflow tract (rvot), a pericardial effusion was noticed as the patient¿s blood pressure dropped. There was no evidence of a steam pop and when checking, the blood was venous indicating the st. Jude ice catheter's position. Cardiac tamponade was confirmed by intracardiac echocardiography (ice) and fluoroscopy. Pericardiocentesis was performed to remove over 400cc of fluid from the pericardial space. Patient¿s condition improved and was reported in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. No biosense webster, inc. Product malfunction nor error messages were reported. The device was visually inspected and it was found in good normal conditions. Per the complaint, several tests were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on the carto 3 system and no anomalies were observed. Then, stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed during the case. While delivering the first ablation lesion close to the right ventricle outflow tract (rvot), a pericardial effusion was noticed as the patient¿s blood pressure dropped. There was no evidence of a steam pop and when checking, the blood was venous indicating the st. Jude ice catheter's position. Cardiac tamponade was confirmed by intracardiac echocardiography (ice) and fluoroscopy. Pericardiocentesis was performed to remove over 400cc of fluid from the pericardial space. Patient¿s condition improved and was reported in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. No biosense webster, inc. Product malfunction nor error messages were reported. The highest force captured by the ablation catheter was 14 grams. The last lesion was 3:17 seconds starting at 35 watts and rising at 40w at 23 sec and at 45w at 34 sec and 50w at 51 seconds until the end. The dashboard, vector, and visi were on the main screen and graph on the secondary screen. Physician could see graph on the ep recording system. The visi: 2.5mm, 5 seconds, size 3, 25%/3. The physician¿s opinion is that the manipulation of the st. Jude medical ice catheter caused the effusion. Despite it is believed the issue was caused by a non-biosense webster, inc. Catheter, the cardiac tamponade was discovered while performing ablation with the bwi thermocool® smart touch® sf bi-directional navigation catheter; therefore, this catheter cannot be excluded and the event is being conservatively reported under it.